Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the sensor readings were inaccurate and were triggering the threshold suspend feature on the insulin pump when blood glucose wasn't low. Customer's blood glucose was 420 mg/dl and sensor reading was in the 50 and 60 mg/dl range. Troubleshooting was performed and the customer had previous sensors have been bent. Customer is not returning the device for analysis.